Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was not delivering insulin. The customer's blood glucose value was over 33 mmol/l at the time of incident and current blood glucose level is 7.8 mmol/l. The customer was assisted with troubleshooting. The reservoir will not be returned for analysis.